Event description:
It was reported that during a laparoscopic gastric bypass the device was fired and half of the staples formed on one side only. Another device was opened to finish the case. There was no pt consequence.